Manufacturer narrative:
Unit passed the self-test. Sleep current measurement and active current measurement within specifications. History was downloaded successfully using thump software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery alarm during testing. Failed battery alarm not found in the formatted history file and on the event date. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place and the pump powered up properly. Units were cut/open and inspected and found no moisture damage found. Test reservoir/pcap lock properly inside the reservoir tube. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, missing display window/cover, serial number label missing, battery tube threads - cracked, cracked case-corner of belt clip rails and battery cap contact damaged. Damage-broken -battery cap contacts missing/damaged confirmed and damage- cracked case battery tube confirmed. Power problem-failed battery test not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported battery cap damage, and the location of the damage was at the case of the battery tube side. The customer stated that the battery changed out multiple times. Now works. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the cosmetic damage, and the damage not impacting pump functionality. Troubleshooting was performed for the battery failed alarm, and the customer we will send a replacement battery cap. Troubleshooting was performed for the battery cap damage, and accessories-1527 was used as a replacement for a battery cap. The customer stated that the damage was on the metal contacts. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.